Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, abdominal adhesions, dysfunctional uterine bleeding, adenomyosis and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on 4-mar-2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: 04-mar-2015 clinical data : dysfunction uterine bleeding gross description : the myometrium is irregularly thickened and coarsely trabecular, measuring up to 2.5 cm in thickness. There is a single circumscribed tan-white nodule measuring 1.1 cm. The right fallopian tube is 7.5 cm long by up to 0.8 cm in diameter. Diagnosis : uterus, cervix,bilateral fallopian tubes, resection: adenomyosis. Uterine adenomyoma. 04-mar-2015 results : disordered proliferative endometrium cervix with nabothian cysts. Bilateral fallopian tubes with no significant pathologic findings. Findings : small uterus approximately 8 ¿ week size, omental to fascia adhesions were noted. No adnexal adhesions bilaterally. Anterior bladder adhesions to anterior uterus. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date updated from (B)(6) 2014 to (B)(6) 2015. Events vaginal haemorrhage, menorrhagia were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, urinary tract adhesions, dysfunctional uterine bleeding, adenomyosis and nabothian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and dysfunctional uterine bleeding ("dub"). The patient was treated with surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, device dislocation, dysfunctional uterine bleeding, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: confirmation test was performed, result: unknown. Diagnostic results: (B)(6) 2015 clinical data : dysfunction uterine bleeding gross description : the myometrium is irregularly thickened and coarsely trabecular, measuring up to 2.5 cm in thickness. There is a single circumscribed tan-white nodule measuring 1.1 cm. The right fallopian tube is 7.5 cm long by up to 0.8 cm in diameter. Diagnosis : uterus, cervix,bilateral fallopian tubes, resection: adenomyosis. Uterine adenomyoma (B)(6) 2015 results : disordered proliferative endometrium cervix with nabothian cysts. Bilateral fallopian tubes with no significant pathologic findings. Findings : small uterus approximately 8 ¿ week size, omental to fascia adhesions were noted. No adnexal adhesions bilaterally. Anterior bladder adhesions to anterior uterus. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : abdominal pain and dysfunctional uterine bleeding were added as events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.